Event description:
The pt rec'd two extensions with the same lot number. It was reported the pt had no stimulation, and the programmer would not allow the pt to increase the amplitude. The sjm rep met with the pt and determined all contacts on the lead were invalid. An x-ray was performed which did not reveal any anomalies. F/u identified the physician replaced both extensions and resolved the impedance issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.